Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The generator interface board, fluoro functions board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and kept exposing during a case. The fast stop button was pressed. The 9800 system had to be rebooted and the procedure was completed. No pt injury was reported.